Event description:
A malfunction occurred on the customer's pump, but no notable events occurred before the malfunction. There was no adverse impact to the customer's blood glucose level. Technical support provided information to reset the pump and assisted the customer with the reset process. The malfunction code did not recur after resetting, and the customer was advised to continue using the pump while being instructed to call back if the issue arises again. The customer acknowledged and understood these instructions.